Event description:
It was reported that upon deployment, the stent graft moved from its intended treatment site and went into the subclavian vein. The stent graft was pulled back and a cutdown was performed to successfully remove it from the patient's arm. The patient was well post surgery.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.